Event description:
Information was received that a smiths medical tracheostomy had a hole in the cuff. It was reported that ventilation volume, as well as sats decreased. The device was then replaced with a new one, and the incident is now resolved.